Event description:
The user facility reported that the oxygenator was used for an extended period of time with the pt going off, and then, back on by-pass several times. Towards the end of the case, after more than 7 hours, the po2 levels dropped and shunting of blood flow appeared to occur in the fiber bundle. It was decided to change out the oxygenator because it was unknown how long the case would continue. Although it was not specifically reported, oxygenator change out is typically associated with a limited volume of blood being left in the original device.